Manufacturer narrative:
This event was originally captured in ((B)(4)) and reported in manufacturer report number: 1416980-2015-03332. This report has been created to provide additional information received. The cause of the breach in aseptic technique was further described as due to the home patient¿s sink not draining properly and backing up, and the home patient washed their hands with the backed up water. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination and improper hand washing technique. Peritonitis was manifested by cloudy effluent and abdominal pain and was diagnosed three days after the use error. The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin (2 grams, twice per week and duration not reported), ip gentamicin (80 mg, duration three days, frequency not reported) and oral cipro (25mg, once daily and duration not reported) for peritonitis. Approximately one month after diagnosis, the patient was recovered from the peritonitis event and the effluent was clear. Dianeal therapies were ongoing. The patient was retrained on aseptic technique. No additional information is available.